Event description:
Account reported patient was undercorrected and presented with diffuse lamellar keratitis (dlk) in left eye and epithelial ingrowth one day post treatment. On (B)(6) 2014 1 day post op visual acuity in right eye was 20/25 and in left eye was 20/100. Account reported on (B)(6) 2015 that visual acuity in both eyes was 20/200. Manifest refraction in right eye -1.00 -0.75 x 107 20/20-1. Manifest refraction in left eye -1.00 -0.75 x 172 20/25. An enhancement was done on (B)(6) 2015 with removal of epithelial ingrowth.

Manufacturer narrative:
Correction: in initial report, the incorrect PMA/510k was selected. This follow up has the correction PMA as it is p930016. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Field service specialist (fss) visited site to checkout the laser system due to a user report of undercorrections. The system met amo specifications upon arrival. I was unable to confirm the reported problem. All pertinent information available to abbott medical optics has been submitted. Placeholder.